Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 4. Details of surgery: ridge augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and bleeding. No further patient complications were reported.